Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: the fg maverick 2 mr 1.5mm x 15mm catheter was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the balloon material identified a pinhole leak at the middle markerband. Bumper tip showed no signs of distal tip damage. A leakage test was performed wherein the device was attached to an encore inflation unit, an attempt was made to inflate the device however, it failed to inflate. The device was then soaked in the water bath at 37 celsius, to allow for the matter inside to soften or breakdown. Another attempt was then made to inflate the balloon to 12 atmospheres (atm) as per, maverick 2 instructions for use (IFU), using an encore inflation aid and a pinhole was identified at the middle markerband. The device failed to inflate fully due to a pinhole in the balloon material.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick? Balloon catheter. However, during the procedure, the balloon ruptured. The procedure was completed with a different device without any patient complications reported. The patient was in good condition. It was further reported that the device was advanced for dilation.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. A 1.50 mm x 15 mm maverick? Balloon catheter. However, during the procedure, the balloon ruptured. The procedure was completed with a different device without any patient complications reported. The patient was in good condition.